Event description:
Information was received indicating that a smiths medical pump's downstream occlusion sensor rests at 0-1mv and alarms when attaching cassette. There was no patient present at the time of the event. There were no reported adverse events.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion ambulatory infusion pumps/cadd solis vip pumps - 2120 reported complaint of dso rests @ 0-1mv, alarms when attaching cassette was verified in the event log and during testing dso was sitting at 0 mv. This was found to be isolated to electrical short of the dso sensor. Action was taken to replace the dso sensor and device went on to pass all functional testing.

Event description:
Investigation completed and summary.